Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo_12.6 implantable collamer lens of -4.5/1.5/091 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2024 the lens was exchanged with a longer length lens due to la low vault the problem resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
(B)(4).